Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. During the evaluation of the device at a third party service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.